Event description:
Dealer stated the end user alleges that he went to lean back on the chair when the seat frame cracked. Dealer stated there were no injuries nor any issues of abandonment associated with the incident.